Event description:
During the supraventricular tachycardia (svt) procedure, communication issues resulted in a procedural delay. After inserting the tacticath se ablation catheter into the patient, a "catheter not connected" message displayed on the generator and the impedance was abnormally high at 424ohms. A new rf dispersive patch was placed but the issue was not resolved. The tacticath-tactisys to ampere cable was changed to a tactiflex cable but the message remained. The cables were replugged and the catheter was exchanged to a tactiflex ablation catheter but the message and the high impedance persisted. The tactiflex-tactisys to ampere connector was replaced and the issue was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
Corrected data: b5, h2.

Event description:
This report includes an updated event description. During the supraventricular tachycardia (svt) procedure, communication issues resulted in a procedural delay. After inserting the catheter into the patient, a "catheter not connected" message displayed on the generator and the impedance was abnormally high at 424ohms. A new rf dispersive patch was placed but the issue was not resolved. The tacticath-tactisys to ampere cable was changed to a tactiflex cable but the message remained. The cables were replugged and the catheter was exchanged but the message and the high impedance persisted. The tactiflex-tactisys to ampere connector was replaced and the issue was resolved.